Manufacturer narrative:
The reported footswitch is being sent in for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a problem with the footswitch. When the equipment was turned on a system message occurred. The procedure was completed using a second footswitch. There was no patient injury reported.